Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained no fluid in the reservoir. Visual examination and microscopic evaluation of the disassembled unit revealed the root cause of the leak was a 2.5-mm particle of acrylic resin beneath the check band. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report of an infusor that had backflow and leaked from the filling port. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.